Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the visera elite ii video system center was giving an e333 touch panel error. The issue occurred during preparation for an unidentified, diagnostic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint about error e333 (touch panel failure) was not confirmed. Based on the results of the investigation, the error e333 (touch panel failure) was not reproduced after the inspection by okr inspector and other failures were also not confirmed. Therefore, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.